Manufacturer narrative:
Date of event: exact date not provided, best estimate is 2017. If implanted; give date: year 2006, exact date unknown/ not provided. If explanted; give date: not applicable as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that white spots were found in the intraocular lens (iol). The lens was implanted in 2006 and during an examination two years ago in 2017 the spots were noticed for the first time in the right eye only. The patient is asymptomatic and has lost no visual acuity. Visual acuity pre-operative: 0.8, visual acuity post-operative: 0.8. No secondary surgery/medical intervention is required. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.